Event description:
It was reported that restenosis occurred. In (B)(6) 2024, the ramus was treated using a 2.50 mm x 30 mm agent dcb. In (B)(6) 2025, the patient presented to the hospital with symptoms of exertional chest pain and hospitalized for further evaluation and treatment. Coronary angiography revealed 95% in stent restenosis at ramus which was successfully treated using a 2.50 mm x 30 mm agent dcb balloon and other percutaneous coronary intervention devices. Post revascularization, 35% stenosis was noted with timi 3. The patient was discharged from the hospital.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk. This code was selected as the most probable complaint cause based on the information available. Both restenosis and chest pain are listed as known potential outcomes of the procedure and the use of the agent device, as outlined in the instructions for use.

Event description:
It was reported that restenosis occurred. In (B)(6) 2024, the ramus was treated using a 2.50 mm x 30 mm agent dcb. In (B)(6) 2025, the patient presented to the hospital with symptoms of exertional chest pain and hospitalized for further evaluation and treatment. Coronary angiography revealed 95% in stent restenosis at ramus which was successfully treated using a 2.50 mm x 30 mm agent dcb balloon and other percutaneous coronary intervention devices. Post revascularization, 35% stenosis was noted with timi 3. The patient was discharged from hospital.